Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump wake button difficult to press and the pump display did not come on. After the pump was plugged into a power source, the display came on, but the pump features were not accessible. Blood glucose was 87 mg/dl. The customer reverted to using insulin pens for insulin therapy.